Event description:
Patient reported via regulatory agency ¿insane itching over both of my breast/nipple areas¿, ¿weird, unexplained rashes over chest and legs¿,¿¿swollen lymph node", "pain and "burning sensation in both breasts". The following reported events have been deemed not related to the device: ¿intermittent loss of circulation to my extremities (purple toes)¿, ¿anxiety/fear of dying¿, ¿dry eyes¿, ¿joint pain", constant numbness in hands¿, "positive ana for sjogren's syndrome and rheumatoid arthritis." Affected side is right. The device remains implanted.

Manufacturer narrative:
In response to FDA report number: mw5100040 the event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: swollen lymph node.